Event description:
Device 1 of 2, mfg report reference: 1627487-2019-05404. It was reported that the patient experienced lead migration. The patient underwent surgical intervention to replace the leads. Effective therapy was restored post operation.